Event description:
A report was received that the patients battery site was inconvenient. The patient underwent a revision procedure wherein the pocket was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient did not like where the ipg was placed. The patient was a very heavyset woman, so her mobility was very limited.

Event description:
A report was received that the patients battery site was inconvenient. The patient underwent a revision procedure wherein the pocket was relocated. The patient was reportedly doing well postoperatively.